Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure, ventricular fibrillation arrest occurred during radiofrequency delivery at the inferior vena cava (ivc) end of the cavotricuspid isthmus (cti) line. Direct current cardioversion (dccv) was required to restore sinus rhythm. The procedure was completed. Implantable cardioverter defibrillator (ICD) and lead integrity checks were performed before and after the procedure and were found to be stable. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.